Event description:
Customer stated "when I went to turn on started sparking, then when he shut it off it started smoking" product was returned for investigation. An investigation was done into the customers complaint, and the inspector found that the cord had cracked right by the switch. This is likely due to excessive bending of the cord over an extended period to time. Based on the bce review of feedbacks, bce did not observe a similar issue within the lot.